Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with an unspecified mentor saline implant on the right breast, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent unilateral removal and replacement with a 300cc mentor smooth round moderate profile saline (catalog: 3501645 lot: 6460461 sn: (B)(4)) on (B)(6) 2012.